Event description:
Pt pulled out foley catheter, fragment of foley retained in bladder. Scheduled to see urologist i0 4/01. Started on septra ds bid till appointment on 4/16, increased temp, start on rocephin tgmim x 3days.